Event description:
It was reported that nim vital was consistently triggering feedback noise. Facility had attempted going from bluetooth to hardwired and the issue persists. During trouble shooting it was advised to adjust threshold up to 150 but still issue persisted. The device passed electrode check, attempted tracking down if specific channel was causing noise by unplugging specific channel and both channels were found to be affected. Removed both channels and noise stopped. The issue persisted even after switching to bluetooth instead of wired. The issue seemed to slightly decrease the frequency of the noise as troubleshooting continued. No patient injury was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.